Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2302013, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. The silicone employed in this product is a medial grade and is used during the syringe assembly process to help ease the movement of the plunger. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no issues were observed, the stoppers were verified to be properly assembled, and the plunger moved without issue. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content testing are conducted for each lot to evaluate the movement of the plunger. Results for the reported lot were reviewed and no issues were identified. The retained samples underwent these same evaluations and all product was verified to meet required specifications. Based on our investigation, we are not able to determine a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that 10 the bd syringe 50ml ll india experienced the pumps alarming during use. The following information was provided by the initial reporter: there is issue with ll 50cc plastipak. Currently staff is facing issue with 50cc syringes while using with syringe pump. Injection pump is giving beep sound when last 10ml drug remains in syringe even after calibration.

Event description:
It was reported that 10 the bd syringe 50ml ll india experienced the pumps alarming during use. The following information was provided by the initial reporter: there is issue with ll 50cc plastipak. Currently staff is facing issue with 50cc syringes while using with syringe pump. Injection pump is giving beep sound when last 10ml drug remains in syringe even after calibration.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.